Event description:
Physician reported left side "fluid accumulation was confirmed by echocardiography, and when puncture was performed, yellow opaque exudate was found, so cleaning and oral antibiotics were performed, and the seroma was improved" and "baker grade 4 breast deformity was observed, and contracture release surgery was performed." Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.